Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 3. The baxter technical service representative (tsr) explained the alarms and had the home patient (hp) cycle power 2 times to clear them. The unused final line clamp was open. The tsr explained that the open clamp was what set off the alarm. The tsr explained that the supplies were compromised and the hp would need to start over with new supplies. The hp wanted to finish therapy manually. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know. The hp understood the explanations and cleared the alarms. They would finish therapy manually and would call the rn. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.